Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution device dilator would not click into sheath. The case performed was a neuro coiling. A 6fr shuttle sheath was used prior to the angio-seal device. After discovering that the dilator would not click into the sheath another angio-seal device was used with success. The patients was in good condition. Additional information was received january 30, 2019: a pre deployment angiogram was performed. The patient was in stable condition . The procedure was finished successfully with the new 6fr angio-seal evolution.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date in, to update and to provide the completed investigation results. One 6 fr angio-seal evolution device was received for evaluation. The hemostasis sheath was partially mated with the arteriotomy locator. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was partially mated with the arteriotomy locator. No other anomalies were noted. Functional testing was conducted. The arteriotomy locator was removed from the hemostasis sheath. No anomalies were noted with the locator. Then, the arteriotomy locator was inserted into the hemostasis sheath and a clear tactile snap was audible. No issue was found. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. The allegation was that the locator could not click into the sheath. The arteriotomy locator was clicked and locked into the hemostasis sheath as intended. However, the exact cause cannot be definitely determined based on the available information.